Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported 5 suspected false positive results for the rsvand cov-2 target on their alinity m resp-4-plex assay. The customer reported that the cycle threshold (CT) results for alinity had discrepanct results when compared to other platforms like roche and/or seegene. The customer stated they suspected a contamination or issue with the system. The field application specialist (fas) completed water tests and environmental swabs. The fas found positive results for rsvassay in some areas and in the water samples. There was no impact to patient management reported due to this observation. This incident is being reported to FDA because the incident occurred in spain using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lots 525309, 525766, 526393 and 524960 are performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. The runs which involved the discrepant results were valid and met assay specification requirements. There were neither error codes nor flags associated with the assay controls. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. Per the tickets' text, the customer was suspecting contamination which was confirmed by swab tests of different instrument surfaces at the customer site came out positive for either the sars-cov-2 target or the rsv target, indicating instrument contamination. Quality data review: device history record / batch record review the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lots 525309, 525766, 526393 and 524960 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lots 525309, 525766, 526393 and 524960 and associated components was performed to identify any records that were potentially related to the reported complaint. The CAPA review returned 3 records (1 nonconformance and 2 lab investigations). None of the events reported in these records could have led to the reported complaints under investigation. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lots 525309, 525766, 526393 and 524960. Tickets are investigated independetly of this investigation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lots 525309, 525766, 526393 and 524960 was not identified.